Manufacturer narrative:
The field service engineer (fse) did not find a cause for the issue. The fse adjusted the sipper, checked the flow through the module, and conditioned the flow path. The customer ran calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of qc issues for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. The customer stated qc was initially within the acceptable range but running low. After running patient samples for 2 hours, the customer repeated qc with failing results. The customer repeated 42 patient samples and 4 patient samples required corrections for na. The customer provided an example of discrepant na results for 1 patient sample. The initial result was 119 mmol/l. The repeat result was 113 mmol/l. The initial result was reported outside of the laboratory. The repeat result was believed to be correct. The na electrode lot number was z05. The expiration date was not provided.

Manufacturer narrative:
The customer used a centrifugation time of 300 seconds at 3000 revolutions per minute (rpm). Based on the type of sample tubes the customer uses, this centrifugation time may be too short and the centrifugation speed may be too fast. The cause of the event could not be determined, however, the investigation determined the event was consistent with a pre-analytical handling issue (mis-sampling of the patient sample). The investigation did not identify a product problem.